Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had drawer failure, preventing user from removing the required medications. The customer stated that the user still able to get the meds from other resources like main pharmacy or other station to give it to the patient there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the assistance to put in the piece into the drawer. A field service engineer went to the pharmacy, retrieved the side panel for drawer 5.2, and logged into cfnadmin. After opening the drawer, removed the cubies, corrected the row board cable, installed the panel, and reinserted the cubie pockets. During preventative maintenance, removed various medication packs, reseated row board connectors, and inspected cables for damage. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had drawer failure, preventing user from removing the required medications. The customer stated that the user still able to get the meds from other resources like main pharmacy or other station to give it to the patient there were no adverse events or injuries reported based on this event.